Event description:
It was reported that a patient presented to clinic for follow-up. The patient's pacemaker was found in back-up mode and could not be interrogated. Programming changes were performed to resolve the issue. The patient condition was stable.